Event description:
The customer reported that while pipetting an hbsag microwell plate on summit, the operator reported that various wells were dry after fluid was supposed to have been delivered. No error was generated. No death or serious injury was associated with this incident.